Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-27998. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited mode switch due to noise oversensing. During the procedure, fluoroscopy was performed and the right ventricle (rv) lead was found to be dislodged and damaged. The ra and rv leads were explanted and replaced. The patient was in stable condition.